Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 16jun2023 from the customer, noting that the package seal was intact. Upon return and initial evaluation of the device at cook, the package had been opened.

Manufacturer narrative:
Corrected information: h6 (annex g). Summary of event: as reported, prior to use for a percutaneous transluminal angioplasty procedure, the customer noticed that "some accessory" was sealed within a micropuncture transitionless access set's package seal. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was received 16jun2023 from the customer, noting that the package seal was intact. Upon return and initial evaluation of the device at cook, the package had been opened. Additional information was received 19sep2023 stating that tip of the wire guide was within the packaging seal. Investigation evaluation: reviews of the complaint history, device history record, drawings, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. One prior-to-use mpis-401-nt-u-sst set was returned to cook for investigation. There was no evidence of any component having been sealed within the seal of the package; however, the package had been opened. A review of the device history record found no non-conformances on the lot. A review of complaint history shows no related complaints associated with the complaint device lot. The product IFU states "supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, and cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." There are 100% inspections in place to verify that the product or inner pouch are not caught within the packaging seal. Based on a review of relevant manufacturing documentation, cook has concluded that sufficient inspections are in place to identify this failure mode prior to distribution. Because there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field, cook has concluded that there is no evidence that additional non-conforming product exists in house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing and quality control error contributed to this event; although, visual inspection of the opened package could not identify where the component was sealed within the package seal. Responsible personnel were notified. The risk analysis for this failure mode was reviewed and no additional escalation is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 19sep2023 stating that tip of the wire guide was within the packaging seal.

Manufacturer narrative:
E1: customer name and address: name: (B)(6), address: no. (B)(6), phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to use for a percutaneous transluminal angioplasty procedure, the customer noticed that "some accessory" was sealed within a micropuncture transitionless access set's package seal. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested.